Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry and grainy feelings eyes upon waking, nose extremely dry and burns. Sometimes and then when you get up it begins to run, throat very dry in the middle of the night and wakes up out of her sleep to drink water, because her mouth is so dry. Throat will be irritated the entire day or sometimes partial days, dizziness recently, nausea, headaches, has developed a bit of a cough. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.